Manufacturer narrative:
The complaint was confirmed by the user facility's biomedical engineer (biomed). The biomed stated the roller-to-roller was within specification as well as the race total indicated runout (tir). The biomed unoccluded the pump gut and occluded it. Then he started the pump with tubing and the knob wobble went away. The perfusionist ran the pump for fifteen minutes in the "pulse" mode and the pump knob wobble was no longer present. The biomed completed the preventative maintenance on the pump and it was returned to clinical use. If additional information becomes available on ths complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the occlusion knob was wobbling with the tubing installed and the perfusionist could not get it to bleed correctly. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.